Event description:
Https://dexcomcomplaints.lightning.force.com/lightning/r/complaint__c/a127v000007vuatqam/view#:~:text=it%20was%20reported,intervention%20was%20reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.